Manufacturer narrative:
Concomitant products: sedr01 ipg implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted and replaced. The leads remain in use. No further patient complications have been reported as a result of this event.